Manufacturer narrative:
Evaluation summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated invalid/missing atrial high rate diagnostics. Diagnostics mismatch with underreporting of at/af. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial fibrillation burden was being under-reported by the implantable pulse generator (ipg). The ipg will be reprogrammed and remains in use. No patient complications have been reported as a result of this event.